Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. Attempts have been made to obtain additional information from the customer to update this report. However, the initial reporter has advised that no further information is available. If additional information is provided at a later date, a supplemental report will be submitted accordingly. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
The following report was received via medwatch uf/importer report# (B)(4). "Patient was taken off the transport iabp and placed on our iabp. Once placed on our ibap, the balloon did not inflate. Rn processed to check for occlusions or kinks, and if anything was disconnected. Processed to restart the pump, and balloon still was not working. There was a notification on the screen that stated "unable to inflate:. Helium tank was checked, and full and on. While this was going on, the patient started to crash. Supervisor called to bring a new pump. Once pump arrived, switched to the other iabp and the balloon started to work properly and the blood pressure started to rise." The reported iab involved in this event was submitted under mfg report# 2248146-2019-00587.